Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made during the device check.